Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 409 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer reported battery cap damaged and unable to remove the cap. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with stripped battery cap(p)coin slot.